Manufacturer narrative:
This report is submitted on may 29, 2023.

Event description:
Per the clinic, the patient experienced pain and infection at the magnet site (specific date not reported). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported).